Manufacturer narrative:
.

Event description:
The pt experienced intermittent stimulation while the stimulation was turned on. He also experienced a shocking or jolting sensation when he placed his hands near the lead wire site. The pt had not had his device checked since 2003. He reported that he needed a battery replacement. The pt was at home. The pt was encouraged to contact his health care professional. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.